Manufacturer narrative:
The reported event of pcu - line thru display file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that a pcu had lines thru the display. Biomed could not confirm any physical damage on the pcu case. There was no report of patient involvement. The device has not been sent into service depot for repair.